Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The suspect frame was returned to the manufacturer for evaluation. When connected to a known operational navigation system, the leds on the frame would not communicate with the navigation system. It was noted that the tiu indicated there was an open in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the active cranial frame was fractured. As a result of the suspected fracture, no response was noted. The procedure was completed without the use of the navigation system. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.